Event description:
Post-op x-rays revealed a piece of unk metal in the pt. It was discovered on (B) (6) 2010 that the piece of metal was a broken piece of instrumentation.

Manufacturer narrative:
Examination of the instrument confirmed the reported fracture. The root cause is attributed to user technique. The instrument was torqued beyond design intended. In addition, the product has been subjected to heavy usage. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened. Depuy considers the investigation closed at this time. Should the product and/or additional info he received to change the outcome of the performed investigation, the complaint will be re-opened.